Event description:
It was reported that during an implant procedure there was an attempted implant of this left ventricular (lv) lead. It was noted that when the lead was in ring two configuration and tested on the pacing system analyzer (psa), there were observations of noise and high out of range pacing impedances greater than 4000 ohms. All of the other electrodes seems to work appropriately. The lead was not used, and a new lead was implanted successfully. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
The supplemental report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was no sign of setscrew marks, and no anomalies in the lead tip/helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise and high pacing impedances seen during the procedure that caused this lead not to be implanted.